Event description:
Approximately three months post lvad implantation, after the patient's primary controller was exchanged for the backup controller (MFR. 3007042319-2013-00513); the pump stopped. The controller, battery ((B)(4)) and controller ac adaptor were also exchanged. No additional information is available at this time. Investigation is on-going.

Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
The returned controller passed all functional testing. All audible alarms were normal. The logs of (B)(4) show multiple power-loss, pump stop events and controller fault alarms over the period (B)(6) 20143 to (B)(6) 2013. The power-losses and alarms are assigned to a failure of battery ((B)(4)) that was connected at the time of the events. No additional information will be forthcoming.